Event description:
A user facility reported a saline bag back filled during treatment. A patient was connected to the machine at the time of the incident. Machine entered filling program and dialysate backed up into saline bag. Blood loss from both the arterial and venous lines was approximately 100-250mls. Patient required no medical intervention. No parts were replaced on the machine, facility tech checked out the machine and it was put back into service. Machine has not been returned to the manufacturer.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during treatment. The user visually observed the saline bag refilling with dialysate during treatment. There have been no adverse events associated with the reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.